Manufacturer narrative:
Describe event or problem , patient code, device code updated. (B)(4).

Event description:
Same case as MDR ID 134265-2015-06059, 2134265-2015-06060, 2134265-2015-06061 and 2134265-2015-06063. It was further reported that as per adjudication results stent thrombosis occurred.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID 134265-2015-06059, 2134265-2015-06060, 2134265-2015-06061 and 2134265-2015-06063. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented due to myocardial infarction (mi) and unstable angina and was referred for cardiac catheterization. The next day, the index procedure was performed. Target lesion #1 was a de novo lesion located in the distal left anterior descending (lad) artery with 70% stenosis and was 20mm long with a reference vessel diameter of 2.25mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.25mmx24.00mm promus element plus stent, with 0% residual stenosis. Target lesion #2 was de novo lesion located in the mid lad with 70% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00mmx38.00mm promus element plus stent, with 0% residual stenosis. Target lesion #3 was a de novo lesion located in the proximal lad with 95% stenosis and was 20mm long with a reference vessel diameter of 3.5mm. Target lesion #3 was treated with pre-dilatation and placement of a 3.50mmx24.00mm promus element plus stent, with 0% residual stenosis. The patient was referred for a staged percutaneous coronary intervention (pci). Two days post index procedure, the patient was scheduled for a staged pci. Target lesion #4 was a de novo lesion located in the distal left circumflex (lcx) artery with 90% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. Target lesion #4 was treated with pre-dilatation and placement of a 3.00mmx32.00mm promus element plus stent, with 0% residual stenosis. Target lesion #5 was a de novo lesion located in the ramus artery with 80% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. Target lesion #5 was treated with pre-dilatation and placement of a 2.50mmx24.00mm promus element plus stent, with 0% residual stenosis. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient died of unknown causes.